Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient experienced a drop in hemoglobin. The patient reportedly had a gastrointestinal bleed (gib) and two units of packed red blood cells were administered to the patient. Heparin was in the purge prior to the gib. A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient who experienced ventricular tachycardia (vt) during impella cp support. The device tip was found to be shallow, so it was advanced in position it was noted that the patient recovered with no sequelae. Additionally, the patient experienced an acute left anterior cerebral artery cerebral vascular accident with a "unknown (undetermined)" relationship to the impella device used. It was noted that the patient was not moving bilateral lower extremities and right upper extremity. Computed tomography of the patent's head and neck was done which revealed left common carotid artifact versus occlusion. It was also noted that the patient did not qualify for acute stroke therapy. The patient's stroke deficits showed no improvements. Additional information noted care was withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.